Manufacturer narrative:
It was reported that the patient had a 16fr foley catheter placed around (B)(6) 2021. The catheter was clamped and the tubing was disconnected from the catheter. Once the system was disconnected the clamp was then removed and placed on the inflation/deflation valve tubing. The clinician then began to push 60cc of contrast without any pressure/resistance. Reportedly the patient stated that the catheter ruptured and the clinician stopped the procedure. The system was reconnected and contrast and blood was observed in the bag. The catheter was removed from the patient and a tear was noted in the balloon. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No samples have been returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during an imaging procedure the foley catheter balloon ruptured while inserted in the patient while the balloon was being filled. The procedure was stopped and the system was reconnected to the bag. Contrast and blood was observed in the bag. No additional information is available.